Manufacturer narrative:
(B)(4). B3: onset of patient symptoms is reported to have occurred in (B)(6) 2025. D10: nexgen articular surface size ef 14mm height: catalog # 00596403214, lot # 66082241; nexgen stemmed tibial component precoat size 3: catalog # 00598003701, lot # j6828726. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted. Device history record was reviewed and no discrepancies related to the reported event were found. The reported products were reviewed for compatibility and it was determined that the femoral implant and articular surface are not compatible. Regarding the reported infection, the root cause is considered not device related. All products manufactured followed appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Root cause was unable to be determined regarding the additional patient complications beyond infection; however, it was identified that the patient had non-compatible devices in situ. The implanted femoral and articular surface device combination is not approved/cleared for use and is not a legally marketed combination per the device instructions for use. The reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total knee procedure. Approximately one (1) year and four (4) months post-implantation, the patient began to experience pain, swelling, and inflammation. Diagnostic imaging and punctures revealed fluid accumulation due to a ruptured baker's cyst however no evidence of loosening or other complications were present. The patient then began to experience difficulty ambulating with further increased pain and swelling after significant activity. Approximately ten (10) months post symptom onset, an additional diagnostic sample revealed infection in the implanted joint. Subsequent intervention as a result of the confirmed infection has not been reported and the devices remain implanted. All available information has been provided.